Event description:
According to the reporter during laparoscopic herniorrhaphy paraoesophageal surgery, the surgeon inserted the instrument into the trocar with at least three sutures without issue. User noticed that the needle was broken only on the fourth suture. The broken needle remained inside the patient. Missing needle protocol was followed and contacted radiology. The radiologist confirmed the presence of the needle inside the patient. The surgeon re-entered the abdominal cavity to attempt to retrieve it, but without success. The surgeon continued using the instrument with other needles, and all subsequent sutures came out intact. It was also reported that, the assistant nurse and sales rep did not notice that the needles had shifted in the small white box during the loading of the instrument.

Manufacturer narrative:
D10 concomitant products: unknown estitch, unknown endo stitch instrument (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d4 (lot #), d10, h6 d10 concomitant product: 173016, 173016 endo stitch instrument (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: e1 (first name, last name). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.